Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the surgeon did a poly exchange and repositioned the liner due to the patient fracturing their femur.